Event description:
It was reported that patient presented in the emergency room after receiving inappropriate high voltage therapy due to post sensed t wave oversensing on the ventricular channel. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.